Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected <1 colony forming units (cfu)/endoscope. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following: the bending section cover adhesive was separated; the drum unit was corroded; the channel mount and the mouth guard piece for endoscopy were damaged; the connector master case was cracked; the connector slide cover was damaged; the plug unit was cracked; the biopsy channel was scratched.

Event description:
The customer reported to olympus that during routine microbiological testing, the cysto-nephro videoscope tested positive for 51 colony forming units (cfus) of rothia dentocariosa and streptococcus spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. A supplemental report with the device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.